Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture and residue/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolve the problem. In a separate surgery the lens was explanted and replaced the next day with a longer lens and the problem resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.